Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: to activate the ble communication, you need to enter the unique transmitter ID into your pump. Once the transmitter ID has been entered into your pump, the two devices can be paired, allowing your sensor glucose readings to be displayed on your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. No additional patient information was available. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. During troubleshooting with tandem technical support, the dexcom receiver was powered off and a new sensor session was started. The customer indicated that the devices regained connection.